Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the guidewire was unable to advance in the right atrial (ra) lead, the helix was unable to extend and unacceptable sensing values were observed. The event was resolved by explanting the ra lead. The patient was in stable condition. Further information was requested but is not available.

Event description:
Additional information received indicated the right atrial lead was replaced.

Manufacturer narrative:
The reported events were p-wave amp variation, helix would not extend and wire could not be advanced. As received, a complete lead without the stylet was returned in one piece for analysis. The reported event of p-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of wire could not be advanced and the helix would not extend were confirmed. X-ray examination of the lead found the inner coil was over-torqued at the connector region. Stylet insertion test was performed and found the stylet was obstructed at the connector region due to the over-torqued inner coil consistent with procedural damage. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. After cleaning, the helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported events of wire could not be advanced and the helix would not extend was isolated to the over-torqued inner coil and the helix being clogged with blood.